Event description:
The reporter indicated that an implantable collamer lens of unknown size and model was implanted into the patient's eye. Patient experienced a significant hyperopic shift 2 weeks post op. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6: health effect- clinical code: 4581- hyperopic shift. Claim#: (B)(4).